Event description:
It was reported that stent partial deployment, positioning problem, and failure to reconstrain occurred. The target lesion was located in the right internal carotid artery (c1 segment). An 8.0-21 carotid monorail wallstent was selected for carotid stent implantation. During the procedure, when the stent was deployed to 2/3 of the position, the stent position dislodged downward. When attempting to adjust the position of the stent, it was noted that the stent could not be recaptured after repeated attempts. The stent was withdrawn from the patient body with the 6f guiding, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the target lesion was a wider vessel not stenosed, mildly tortuous and mildly calcified. The delivery shaft was used to attempt to recapture the stent before a 6f guiding catheter was used instead. There was no damage noted on the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. The stent of the device was fully deployed from the device and the distal stent wires were noted to be damaged. There was no issue with the tip and delivery system of the device.

Event description:
It was reported that stent partial deployment, positioning problem, and failure to reconstrain occurred. The target lesion was located in the right internal carotid artery (c1 segment). An 8.0-21 carotid monorail wallstent was selected for carotid stent implantation. During the procedure, when the stent was deployed to 2/3 of the position, the stent position dislodged downward. When attempting to adjust the position of the stent, it was noted that the stent could not be recaptured after repeated attempts. The stent was withdrawn from the patient body with the 6f guiding, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the target lesion was a wider vessel not stenosed, mildly tortuous and mildly calcified. The delivery shaft was used to attempt to recapture the stent before a 6f guiding catheter was used instead. There was no damage noted on the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that stent partial deployment, positioning problem, and failure to reconstrain occurred. The target lesion was located in the right internal carotid artery (c1 segment). An 8.0-21 carotid monorail wallstent was selected for carotid stent implantation. During the procedure, when the stent was deployed to 2/3 of the position, the stent position dislodged downward. When attempting to adjust the position of the stent, it was noted that the stent could not be recaptured after repeated attempts. The stent was withdrawn from the patient body with the 6f guiding, and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.